Event description:
It was reported that a patient presented in-clinic. A loss of bluetooth telemetry was noted on the patient's insertable cardiac monitor. No intervention was performed and the patient was stable throughout.